Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range shock impedance measurement greater than 200 ohms that correlated with a known procedure on the same date. It was noted that all preceding measurements were in the 75-85 ohms range. Review of the presenting electrogram (egm) appears appropriate with a small myopotential noise as a baseline, which was not consistent with possible lead fracture. Technical services (ts) recommendeding reviewing more recent shock impedances to confirm whether measurements had returned to a normal range. This ICD system remains in service. No adverse patient effects were reported.